Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated magnesium results while using the architect c4000 analyzer. The customer uses normal range 0.63 to 1.07 mmol/l. The following data was provided for the patient. Initial 0.78 mmol/l, repeat 0.41 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An abbott field service individual was dispatched to the account and replaced the reagent pipettor [pipettor, reagent r2, c4 part 7-205173-01]. Magnesium precision testing indicated acceptable performance after the part was replaced, and this part was considered the likely cause of the issue. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, field data review, device history review, instrument service review, and labeling review. The part was not returned. No adverse trend was identified for the customer issue. Device history review for the likely cause part did not identify any issues that may have caused the customer issue. Analyzer service history was reviewed and no contributing factors were found. Labeling was reviewed and found to be adequate. Historical field data from may 2017 to apr 2018 was reviewed. The part is used for multiple analyzers including architect c4000, c8000, and c16000 systems. The calculated erratic rates were below the upper control limit. No systemic issues or adverse trends for the customer issue were found. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.